Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the intermittent occlusion occurred and the fill estimate was inaccurate. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow-up with the customer. No response from the customer was received.